Event description:
IV pump did not meter the drug being infused but went into free flow situation causing patient pain and contraction. Patient was o.b. And drug was to bring on contractions. Mother delivered immediately, and baby had decellerated heart rate because of massive contracting. In this situation outcome was not extremely serioius. Another drug or other situation, this could cause immediate death in a free flow situation. All timed pumps (30) have been taken from service pending independent review of pumpsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, unanticipated adverse reaction - short term, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.